Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycaemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycaemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported the patient's blood glucose level rose to 16 to 17 mmol/l (288 to 306 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the pod was changed and discarded.